Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the user felt a strong resistance and had difficulty advancing the sheath further. The sheath/dilator was removed and it was noted that the dilator tip was deformed/frayed.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly for investigation. Visual examination confirmed that the distal tip of the returned dilator is damaged and appears frayed. Microscopic examination reveals the distal tip of the returned dilator is frayed, split, and bent back. The inner diameter (ID) and outer diameter (od) of the dilator tip could not be measured due to the damage to the tip. The ID and od of the dilator body were measured and found to be within specification. The length of the dilator was also found to be within specification. No dimensional issues were found. A device history record (DHR) review was performed and did not reveal any manufacturing related causes. The report that the tip of the dilator was damaged was confirmed through visual and microscopic examination of the returned sample. The dilator tip was found frayed and bent back, which is a characteristic of the dilator encountering resistance during insertion. Based on the condition of the sample as received and the appearance of the dilator tip, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the user felt a strong resistance and had difficulty advancing the sheath further. The sheath/dilator was removed and it was noted that the dilator tip was deformed/frayed.